Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The screw broke.

Manufacturer narrative:
Examination of the returned impactor confirmed that the impactor screw broke at the post. The impactor surface exhibits scratching and scaring indicative of heavy usage. The vendor date code of j0505 indicates that this instrument was manufactured in (B)(6) 2005 and is nearly 12 years into distribution. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out. The root cause is attributed to product wear out through heavy impactions over time. Based on the investigation determination of wear out as the root cause, the need for corrective action is not identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.